Event description:
As reported in a medical review, on (B)(6) 2017 the patient once again dislocated his right total hip (stryker head, competitor liner), and an attempt at closed reduction under general anesthesia was unsuccessful. Patient was instead revised four days later.

Manufacturer narrative:
Device information added. Corrected correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
An event regarding dislocation involving a unknown implant metal head was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on (B)(6) 2009 he underwent a primary right total hip arthroplasty utilizing stryker navigation for a diagnosis of"severe degenerative arthritis right hip. ... On (B)(6) 2009 the patient was admitted for increased pain in the right hip. A fluoroscopically guided hip aspirate noted 19,000 wbcs and"... Increased uptake on a bone scan ... Subsidence of the hip on x-ray ... And an aspirate noted proprionbactor as an offending organism ... Calm down on IV antibiotics ... Scheduled for surgery (B)(6) .. Surgery could not be performed ... Discharged on IV clindamycin via PICC line ... Plan: surgery after thanksgiving holiday". On (B)(6) 2009 surgery to the right hip was performed for which no operative report is available. A progress note indicates the surgery included " ... 6: total hip revision; 7: use of antibiotic cement; 8: soft tissue transfer". Implant labels indicate four units of simplex p bone cement, a competitor acetabular component and constrained liner, four units of stimulan calcium bone void filler, gmrs 12/150 bowed press-fit stem, 70 mm gmrs extension piece, and a 40/0 v-40 lfit head were all utilized. ... An office visit of (B)(6) 2010 has an x-ray noting "good alignment ... No signs of loosening ... " ... On (B)(6) 2016 he bent over and sustained a dislocation of his right total hip arthroplasty, and on (B)(6) 2016 a closed reduction of the proximal femoral replacement total hip was performed. ... X-rays dated (B)(6) 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated (B)(6) 2016 are multiple views of the right hip, which are reduced. ... On (B)(6) 2017 he once again dislocated his right total hip, and on (B)(6) 2017 he underwent a closed reduction under general anesthesia, which was noted to be stable on reduction. ... X-rays dated (B)(6) 2017 are multiple views of the right total hip arthroplasty dislocated. Additional films dated (B)(6) 2017 are multiple views of the right total hip arthroplasty reduced. ... X-rays dated (B)(6) 2017 are an ap of the pelvis and lateral of the right hip noting a posterior dislocation. X-rays dated (B)(6) 2017 are multiple views of the dislocated right total hip arthroplasty. No examination of explanted components and no clinical follow-up after (B)(6) 2017 are available." Product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed based on medical review. Review of the medical review indicated that " x-rays dated (B)(6) 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated (B)(6) 2016 are multiple views of the right hip, which are reduced. ... X-rays dated (B)(6) 2017 are multiple views of the right total hip arthroplasty dislocated. Additional films dated (B)(6) 2017 are multiple views of the right total hip arthroplasty reduced. ... X-rays dated (B)(6) 2017 are an ap of the pelvis and lateral of the right hip noting a posterior dislocation. X-rays dated (B)(6) 2017 are multiple views of the dislocated right total hip arthroplasty. ... No examination of explanted components and no clinical follow-up after (B)(6) 2017 are available. In this case of an obese male patient complicated by parkinson's disease and cardiac disease, a severe periprosthetic infection within the first six months post-operative resulted in a salvage surgery delayed by medical problems and requiring massive debridement, proximal femoral replacement, and a constrained acetabular component by another manufacturer. The subsequent multiple dislocations and mechanical failure of the competitor constrained liner resulted in several closed reductions and, ultimately, a revision to a larger acetabular component and constrained liner, also by a competitor. The stryker proximal femoral replacement was retained and continues to be well-fixed and functional. The only stryker components requiring revision were the primary femoral and acetabular components, which were removed for periprosthetic infection. There is no evidence that factors associated with any stryker products' design, manufacturing or materials were responsible for these clinical situations." Although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall pfa 1757583 which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of an nc and CAPA . Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported in a medical review, on (B)(6) 2017 the patient once again dislocated his right total hip (stryker head, competitor liner), and an attempt at closed reduction under general anesthesia was unsuccessful. Patient was instead revised four days later.